Event description:
It was reported that tehre was a failure regrding the o2 and airway pressure. No patient injury reported.

Manufacturer narrative:
The affected device was examined onsite by dräger service technician and the service report as well as the log file were made available. Based on the log file review the reported issue regarding the pressure measurement could be confirmed. The software of the device had detected a significant discrepancy between the measured inspiratory and expiratory airway pressure at 1:54 p.m. On the reported date of event. This situation corresponds with a problem in the breathing circuit (large leakage or obstruction). As a result, the corresponding alarm messages ¿device failure¿, "o2 measurement failed" and "airway pressure low" were posted, and a pressure release of the pneumatic system was performed. At 2:09 p.m. The device was switched into standby mode by the user. As a safety feature of the system, the safety software analyses and verifies proper function of the device. In case the safety software detects a significant deviation concerning the pressure measurement system, corresponding visual and acoustical alarms are posted to inform the user of the situation. During the pressure release, the emergency-breathing valve opens to ambient allowing the patient for spontaneous breathing. Manual ventilation with an alternate device may be considered necessary. In the current event, the device reacted as specified. After replacement of the noisy heating fan found during the service measure, the device was tested successfully according to the manufacturer¿s specification. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.